Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, heavily calcified, concentric lesion in the distal right coronary artery. A 2.0x15mm mini trek rx balloon dilation catheter (bdc) was advanced and met resistance with the lesion, and the balloon ruptured during the first inflation at approximately 10 atmospheres. The bdc was removed without resistance, and an nc trek bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.